Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issues (led not turning off and b40 error code) were confirmed and found to be caused by a defective cp and cm board (printed circuit board). It was observed that a b40 error message was displayed intermittently and found fumigation/stickiness on the boards. It was observed that the front panel led was glowing when b40 error occurred. In addition, service found the flat cable was corroded, the paint on the top cover was peeling off, and the label on the rear panel was peeling off. Per the legal manufacturer, these defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that a b40 error occurred, and the front panel led continued to light up due to faulty cp and cm board (since stickiness was confirmed on the cp and cm boards). However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the front panel led (light-emitting diode) was not turning off and a b40 error message was displayed on monitor. The reported issues were observed during maintenance of the subject device. There was no patient or procedure involvement. An olympus field service engineer (fse) inspected the subject device and found no issues.